Event description:
A small piece of plastic broke off of eea tip and fell into patient. The piece was retrieved and no harm was to the patient. Manufacturer response for eea 21mm - 3.5 mm xl, eea xl 2135, (per site reporter). No response from the manufacturer.